Event description:
It was reported that the superion indirect decompression system implant procedure was aborted due to the two implants malfunctioning during the procedure. Additional information was received that during the implant procedure the screw was separating from both implants and the inserter was not releasing the implant properly.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3006630150-2022-05102 for the first superion indirect decompression system implant. It was reported that the superion indirect decompression system implant procedure was aborted due to the two implants malfunctioning during the procedure.